Event description:
It was reported that a customer experienced multiple intermittent alarm alerts related to an occlusion issue, which caused their blood glucose levels to read "high." To address the issue, the customer performed a correction injection using manual dosing. Reportedly, the customer changed the infusion set and cartridge before resuming their insulin therapy. The customer did not require assistance from any third party, and no ongoing issues or further support were needed. The case was subsequently closed by customer technical support.